Event description:
Further information was received from the physician's office. It was noted that the cause of the increase in seizures was low battery and that the increase was below pre-vns baseline levels. No other relevant information has been received to date.

Event description:
Patient referred for generator replacement and was reported to be experiencing an increase in seizures and depleting generator battery. The patient underwent generator replacement. The battery was noted to be at ifi=yes at time of replacement and the generator was discarded and not available for return. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.